Manufacturer narrative:
The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The pump was received with severe scratches on display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there were scratches on the screen. The customer states they could not read the pump screen. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.